Event description:
Customer reported the insulin pump alarmed button customer's blood glucose was 353 mg/dl, was going to treat with a manual injection. Customer reported she sweats all night, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to corroded keypad traces. No moisture damage found inside the device. The device passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The unit was received with cracked display window corners, reservoir tube lip, and minor scratched display window.